Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out-of-range (oor) pace lead impedance (pli) measurement greater than 2,000 ohms via remote monitoring system. Additional information from the field representative indicated that the findings through the pacing system analyzer (psa) were consistent with findings through the device and the cause of the problem was not conclusively determined. An invasive procedure was performed in which the rv lead was explanted and replaced and the device was replaced as well. The system is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information received indicated that the right ventricular (rv) lead was found fractured during the lead extraction procedure. No additional adverse patient effects were reported.